Manufacturer narrative:
(B)(4) the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
The field sales associate reported the following: on (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (modality and date is unknown), revealed a distal migration (amount of migration is unknown, cause of migration is unknown) of the gore® excluder® aaa trunk-ipsilateral leg endoprosthesis. It is unknown if there is aneurysm sac enlargement. A reintervention is planned, the date is unknown at this time. The event is ongoing.

Manufacturer narrative:
Correction b5. Addition code 213 in h6 field.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (modality and date is unknown), revealed a distal migration (amount of migration is unknown, cause of migration is unknown) of the gore® excluder® aaa trunk-ipsilateral leg endoprosthesis. It is unknown if there is aneurysm sac enlargement. Reportedly on (B)(6) 2022, a reintervention occurred. The physician implanted two additional conformable gore® tag® thoracic endoprostheses, the patient had a long aortic neck infrarenal. The patient tolerated the procedure.